Event description:
It is reported that a surgeon advised the pt that he would need to have his left knee revised because he struggles with limited range of motion and pain. Additionally, x-rays reportedly revealed lucency of the femoral adn tibial components.

Manufacturer narrative:
This report will be amended when our investigation is complete.